Event description:
It was reported that during preventive maintenance, the gas module of the ventilator was found to be faulty. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse) that during preventive maintenance, the o2 gas module of the ventilator was found to be faulty. According to the provided service report, the o2 gas module was replaced, the tests were carried out according to the manufacturer's specifications. The equipment is suitable for clinical use. No device logs were provided, and the defective o2 gas module didn't return for investigation. Therefore, no root cause can be established.

Event description:
Manufacturer ref. #: (B)(4).